Event description:
It was reported that the patient could not turn the device back on. It was stated that the patient turned off the device for an unrelated surgery in (B)(6) 2012. The reporter stated that the device needed to be "reprogramming." It was noted that there was a return of symptoms. The patient was now wearing pads. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v588866, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer's representative to resolve the issue. It was noted that the patient had contacted their doctor around (B)(6) 2012 at which time they were told they had to have the device reprogrammed by the manufacturer's representative. If additional information is received, a follow up report will be sent.